Event description:
A caller reported a malfunction on a tandem pump identified by a notification code, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised they could continue using the pump and to call back if the malfunction recurred.